Event description:
The manufacturer received information alleging a rar reading error vti and vte occurred regarding a trilogy evo ventilator. The device was not use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the third-party service center for evaluation. While reviewing the error log, critical error codes in relation to (soft power failure, the device software has detected a large pressure drop between the monitor and outlet pressure sensors, internal battery depleted and internal battery not detected) was observed. The manufacturer investigation is ongoing. If new information becomes available a supplemental report will be completed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a rar reading error vti and vte occurred regarding a trilogy evo ventilator. The device was not use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the third-party service center for evaluation. While reviewing the error log, critical error codes in relation to (soft power failure, the device software has detected a large pressure drop between the monitor and outlet pressure sensors, internal battery depleted and internal battery not detected) was observed. The manufacturer investigation is ongoing. If new information becomes available a supplemental report will be completed. New information: the trilogy evo ventilator was returned to the third-party service center for evaluation. While reviewing the error log, error codes in relation to (soft power failure, the device software has detected a large pressure drop between the monitor and outlet pressure sensors, internal battery depleted and internal battery not detected) was observed in the device event log. The technician states the recorded error codes do not require corrective actions. Additionally, the air inlet foam filter and particulate filter were replaced as a part of preventive maintenance. Error codes in relation to erase or write a calibration data table and sensor offset during drift calculation is too high were recorded in the device event log therefore the system board was replaced to address the issues. The machine flow sensor was replaced due to error code e 386. The 2 in-line filter prox was contaminated with dust. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. The device passed all test. Box h was updated. The reported failure of (rar reading error vti and vte) is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.